Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient called for assistance in finding a prosthetic urologist to assist with his artificial urinary sphincter (aus); he states that he had his aus installed in 2008 by physician and he has recently experienced a sudden onset of incontinence and thinks his device has leaked. Physician has retired so he went to his general urologist who was unable to get his device to work. Patient liaison directed him to (B)(6) for assistance in finding a dr. In his area. He will contact if he has further questions.